Event description:
Boston scientific received info that this pt presented back to the electrophysiology (ep) laboratory due to pain near the sternal incision area. The device and electrode were explanted due to infection. There were no adverse events reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.